Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was inserted into the pt's wrist. Immediately after insertion, the catheter began leaking saline and blood at the plastic adapter. The clinician reported the leakage as excessive. The catheter was removed and a new device was inserted. There was no harm or exposure to the pt or clinician as a result of this incident.